Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported starting about a month ago they were having trouble with their device and needed someone to check them. The consumer further reported they thought the device was working but didn¿t think it was because it wasn¿t helping and they couldn¿t seem to get the internal implant to work right and had been having a return of terrible pain in both legs. The patient programmer (pp) was used in an attempt to check the device but the screen on the pp was blank and it didn¿t power on. New batteries were used in the pp which resolved the issue but then the poor communication screen was seen along with experiencing poor communication with the antenna, but this was later resolved with the new batteries. Following this the pp was used to sync with the device which showed stimulation was off. The consumer was walked through turning the implant back on resulting in feeling stimulation at a comfortable level, but it was too soon to tell if the pain was resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the pain in both of their legs had been resolved after turning their therapy back on. The patient also reported that their weight at the time of the event was (B)(6) pounds.